Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and air bubbles in the tubing. Blood glucose level at the time of the incident was 509 mg/dl which they treated. During troubleshooting, customer stated they did not allow insulin to warm up to room temperature prior to filling the reservoir. Customer was instructed the best practices for reservoir filling techniques. The infusion set/reservoir was not returned for analysis.